Event description:
Customer's wife called because her husband's insulin pump was alarming. Customer has been in the hospital for rehab and is now trying to get back on the insulin pump. Customer was assisted setting up the device. A temporary basal was not programmed before the alarm. Customer stated the device was stored and not in use for an extended period of time. He was advised the device experienced an unexpected restart. Customer was advised to monitor the device and call if the issue recurs. Customer's blood glucose was not given. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.